Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. The customer performed self test but insulin pump was not vibrating. Customer stated that insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was received without the vibration during self test due to moisture damaged on vibrator motor.